Event description:
A customer from (B)(6) notified biomérieux of a software issue in association with their vidas® 3 instrument (ref. 412590, serial number (B)(4)). The customer edited the dilution factor for the amh assay to 1:20 with the dilution factor function of the vidas® 3 instrument. The vidas® 3 then kept this dilution factor for the next assay tested, the ca 125 assay. This incorrect dilution factor resulted in a falsely overestimated ca 125 result. The falsely overestimated ca 125 result was provided to the physician; however, the customer confirmed the discrepant results had no adverse impact to the patient¿s state of health. Biomérieux has initiated an internal investigation.

Manufacturer narrative:
A customer from belgium notified biomérieux of a patient sample that was tested with an incorrect dilution factor in association with their vidas® 3 instrument (ref. 412590, serial number (B)(6)) and software version 1.2.2.1. In response to the customer complaint, biomérieux conducted an internal investigation which included analysis of vidas® 3 software version 1.3.2 logs and behavior of the graphical user interface (gui). This analysis found the button which sets a dilution/no dilution retains the previous value post-test. The anomaly occurs when an analysis is created manually with a dilution factor, then a pre-existing analysis with no dilution factor is modified. Review of the vidas® 3 assay menu found sixty (60) assays with no set dilution factor. Recreation of the customer complaint was performed and obtained the same result as the customer. Biomérieux confirmed this anomaly is present in software versions 1.1, 1.2, 1.3, and 1.4. The root cause of the incorrect dilution factor experienced by the customer was due to a defect in the gui of the vidas® 3. The software does not reinitialize the dilution input field. The software keeps the value entered in this area for a previous analysis created manually with a dilution factor set. It then applies this value to the next analysis configured with no pre-defined dilution factor set. See section h10.